Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed that the device software was upgraded to 8.00.02 prior to release to the customer. The reported condition was verified. The device was found out of specification in relation to the reported watchdog error alarm which was reproduced at power up. The sharp watchdog error was caused by a software anomaly. The software was updated to the latest version to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "watchdog error" alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.